Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where tape did not stick, pulling away at edges and cannula not fully inserted with high blood glucose of 342 mg/dl , treated with a bolus through the pump on (B)(6) 2026.